Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause was determined to be that the user had loosened the connection on the device prior to ending therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides instructions for properly opening the transfer set. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The guide provides step-by-step instructions for properly disconnecting during emergencies. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line). This occurred during the final fill cycle of peritoneal dialysis therapy. The patient stated that she thought she had completed therapy and so she had loosened the connection and then realized she had not finished therapy. The technical services representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention reported in association with this event. Additional information was requested and was not available.